Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state "the devices can break or be damaged due to excessive activity, load bearing upon insertion in vivo, or trauma. This could lead to failure of the device, which could require additional surgery and/or device removal." The products were visually evaluated and confirmed to be broken; therefore the complaint is confirmed. Both implants were returned with no original packaging. One of the implants was returned missing the bottom section of the post. The notification states that the posts experienced force from the skin flap. The most likely underlying cause of this complaint is due to excessive force being applied to the post. There are no indications of a manufacturing defect. This report was submitted late as it was part of a retrospective review based on enhancements made to our reporting policies.

Event description:
During an encephaloduroarteriosynangiosis (edas) for a child, two of three clamps were broken between the outer plate and inner plate. Kinetic load was applied to the post with skin flap. The two broken clamps were removed and two new products were opened and used to fix the cranial bone.